Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. The customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.